Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in a lens case/vial. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with any cataract. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicm5_12.1, -11.50 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, loss of bcva, from 20/40 to 20/100, and ns and cortical lens opacity was noticed. The lens was explanted on (B)(6) 2017. Phaco-emulsification (cataract surgery) was performed and an iol was implanted. On (B)(6) 2017, the patient's post-op ucva is 20/30 and the status of the status is perfect.